Event description:
It was reported that a therapeutic hydrothermal ablation procedure was completed in 2003 with no alarms. At the end of the procedure the dr advised the pt that there was a small burn, approximately 1cm. The pt went home and within 3 days the burn had spread to their vagina, labia minora and majora, and perineum. It took 5 weeks for the burn to heal, and there were follow up visits weekly. The pt was given silvadene cream, antibiotics, xylocaine jelly and diflucan. There were no other complications. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a part number and lot number for this device were not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. Co believes user technique may have contributed to this event. However, co's unable to determine the relationship between the device and the cause for this event.